Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the complaint. Without device analysis, a cause for the reported click not heard when attempting to connect the hub and failed attempt to deploy the device could not be determined. The sheath hub not connecting to the device (did not click) can be influenced by numerous factors including, but is not limited to, manufacturing and/or user technique. Patient anatomical conditions could not have affected this issue as only device components are involved at this stage of the process. During manufacturing, all devices are visually inspected and a sampling of finished devices is destructively tested, including proper connection of the device to the hub and the exchange sheet, to verify the functionality of the device. Attempting to insert the dilator tip through the valve off-centered may dislodge the hemostasis valve pushing it out of place and causing the hub to not connect to the device. The starclose se instructions for use directs the user to connect the hub before using the device. Hub to device connection is made when a click is heard. Reportedly,an attempt was made to use the device even though the click was not heard. This is the most likely cause for the inability to deploy the device. The device lot history record review and a query of the complaint handling database were not performed as the device lot number was not reported and the device was not returned. Based on the review of the event information and testing/inspection criteria for this device, a product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) failure to follow steps (continuing to use the device after the hub would not connect) the customer reported the device was discarded. The lot number was not reported. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the starclose se device after an interventional procedure. Reportedly, the starclose se sheath hub did not click and connect to the device. After an unsuccessful attempt was made to deploy the device, a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.